Event description:
It has been reported to philips that the tempus pro device has an issue with the capnography and it displayed an error notification which stated ¿capno disabled¿ the device was not in clinical use.